Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Manufacturer narrative:
Additional info: model #.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set showed a vertical crack on the female luer on the opposite side of the injection molding gate, extending from the luer opening into the luer body. Tool marks were not observed. No other evidence of damage or anomalies was observed. Functional testing confirmed leaking at the connection of the syringe to the female luer of the set. The cause of the leak was the crack in the female luer. The root cause of the crack was multiple contributing factors such as material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.

Event description:
The customer reported a leak while the product was attached to a patient. There was no report of patient harm.